Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that when a patient was seated on the foot rest of a prestilix 1600 x-ray system for preparation of an exam, the foot rest detached and fell on the technologist foot. An x-ray was completed which confirmed there was no fracture on the technologist foot. The technologist was diagnosed with a bruise.